Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient with an implantable cardioverter defibrillator (ICD) was deceased and the physician questioned the device system failed. It was noted that the physician also questioned if the death was related to treatment provided at a different facility with a possibility of medication (amioderone) slowing the cycle length of ventricular tachycardia. The patient died approximately one month post implant of the ICD. The exact cause of death was not reported. Additional information was received that vf detection was delayed due to a lead integrity alert. The patient went into vf and received appropriate therapy from the device. Cause of death was not determined.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Analysis of the device memory indicated the right ventricular lead integrity alert. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the ventricular tachyarrhythmia therapy energy was high/low/insufficient. Beginning (B)(4) 2014, sensing integrity counts up to 531; lead noise is present on vf episode egms and vt-ns episodes. Rv lead integrity warning occurred on (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Vf episodes on (B)(4) and (B)(4) 2014, defibrillation energy delivered was 0.9j with 35j programmed suggesting short circuit protection operation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).